Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered several inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Tachycardia therapy was exhausted as a result. The patient's heart rate was noted to be in the 180 to 190 beats per minute (bpm) range following shock therapy, however, eventually slowed on its own. This product remains implanted and in service. No adverse patient effects were reported.